Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va009bl, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and lost therapy several days ago to a week. It was noted that the patient believed it was 4 days ago. The patient¿s implantable neurostimulator (ins) was off and they were instructed to turn it on. It was reported that they were set to 3.1v prior to turning it on and the patient reduced the amplitude and increased to patient sensation. The patient started feeling stimulation at 2.4v and left it at 2.4v and they were feeling stimulation comfortably in their rectum but stimulation was also going down their leg. It was noted that the patient attempted to try program 3 but then they stated that they had never adjusted it and returned to program 2 and left it there. The patient would monitor for therapy and it was noted that they rarely used the patient controller. It was reported that the patient stopped at their health care provider¿s (hcp¿s office last week because they weren¿t sure if it was working correctly however nothing was done at that time as nobody had knowledge to check the ins or patient programmer.